Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, the gas springs holding up the door failed, causing the door to fall. There was no report of impact to patient or user.

Manufacturer narrative:
G.5. PMA / 510(k)#: there were multiple 510k numbers reported to be involved: k111860, k130470. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: a complaint of "door fall" was received against instrument max clinical material number: 441916, serial number: ct2497. A bd field service engineer (fse) was dispatched. The fse was replaced the right-side door hinge bracket and spring nitrogen gas, thus the issue was resolved. Instrument was found to be functional after verification and released to the customer for regular use. This complaint is a confirmed failure of the bd product. The root cause was unable to be determined as no materials were received for investigation. Device history record review for the instrument ct2497, is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed 1 previous complaint for this issue. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, the gas springs holding up the door failed, causing the door to fall. There was no report of impact to patient or user.